Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before the procedure, vasoview hemopro 2 cautery stopped cutting/heating/burning. The device did not pass the pre-cautery test. The device did not time out. The polyfuse was not in effect the troubleshooting steps taken included changing the cord. Power setting at 3. No issues with the power supply. No patient harm. No added incisions or time. They used new kit to finish case.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000473190 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.